Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist: section: using the automated impella controller with the impella catheter: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported that the impella 5.5 had a purge pressure high alarm. Tissue plasminogen activator was administered. It was further reported that the family made the decision to withdraw care and the patient expired. The relationship between the impella and cause of death is unknown.

Manufacturer narrative:
The investigation into high purge pressure has been completed. The impella device was not returned for evaluation. The root cause of high purge pressure was most likely due to biomaterial. G1 reporting contact email was reported incorrectly on manufacturer device report 1220648-2024-22235.